Event description:
While a physician was attempting to do a pleural tap on a patient, the catheter snapped in two when trying to suture it. This was just outside the chest wall so the physician grabbed it and removed it. A new kit was obtained and new catheter placed without incident. The patient did not have any harm or injury.